Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, during the procedure, when the doctor withdrew the device from the pt, the device came out of the wall of stomach making the site too large to hold the button. The physician felt that the button was softer than usual. The pt's stoma site was surgically-repaired with sutures. The procedure was completed with another one step button initial placement gastrostomy kit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.